Event description:
A us distributor contacted zoll to report that a patient developed a rash under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised temporary removal of the lifevest, the application hydrocortisone cream, and an antihistamine for the rash. Outcome of the rash is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.